Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The customer's mother also stated that after the event the customer has been experiencing bent cannulas, but the no delivery alarms are not occurring. The programming was correct and troubleshooting was performed and the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.